Event description:
The trapliner catheter snapped during prep. The catheter was removed and replaced with no harm to the patient. Manufacturer response for trapliner 8fr., trapliner 8fr. (Per site reporter), mfg notified by site.